Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited inappropriate mode switching out of atrial tachy response (atr) due to blanking and undersensing of atrial fibrillation (af). Sensitivity was set to 1.5 mv. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended increasing sensitivity. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.